Manufacturer narrative:
Additional information: patient race updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the lad and three in the circumflex. Approximately two months post index procedure, patient suffered from myocardial infarction of a non-target vessel. Event was treated with coronary intervention. Investigator assessed that the event was not related to index device or anti-platelet medication. Safety assessed that the event was possibly related to index device, but not related to anti-platelet medication. Patient recovered. Cec adjudicated the mi end point as non-q-wave mi (vessel unknown), 3rd udmi spontaneous.